Event description:
Meter was prompting an apply sample message. The patient was unable to test on her meter for approx 10 hours due to the apply sample message. The patient took her humalog insulin as directed and then called her physician for advice. The patient was advised to contact lfs for assistance with the patient. The reporter stated that the patient was sweating prior to taking the insulin. According to the reporter, the patient did not suffer any adverse events due to the meter issue. The patient had applied an adequate sample to the test strips and was using the correct techniques. She attempted to retest while the lfs customer service rep was on the phone and the issue was not resolved. A replacement meter has been sent to the pt.